Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on radius assessed as surgical damage, observed a delamination total of plug strap disk shell (adhesive failure) and observed an opening on valve bond edge assessed as an unidentified (tear) opening. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease flat observed on the device.

Event description:
Healthcare professional reported a left side deflation and implant exchange from textured to smooth due to the concerns of the product. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side deflation and implant exchange from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of a050401 - fluid leak for the period of feb-2021 through jan-2023 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and implant exchange from textured to smooth.